Event description:
A malfunction alarm was reported with the identification code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, after which the malfunction did not reoccur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood and acknowledged.